Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The very long diffused target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). After rotablation was performed more than 70mm segment from proximal to distal rca, a 2.75x38mm promus element stent was deployed from mid to distal segment. Then another 3.00x38mm promus element ¿ long stent was deployed in the proximal to mid rca overlapping the first implanted 2.75x38mm promus element stent. However, after the stent was dilated, it was noted that a proximal edge dissection occurred in the previously placed 3.00x38mm promus element ¿ long stent. A 3.00x12mm promus element stent was then deployed to cover the dissection overlapping the proximal part of the 3.00x38mm promus element ¿ long stent and the procedure was completed. No further complications were reported and the patient's status was stable.